Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hosp policy. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "routine revision of tka done elsewhere (B) (6).2000. Femoral component was found by dr k to be well fixed and well aligned. Dr k found the tibial component to be malrotated. Tibial component was removed and replaced with a new duracon universal tibial baseplate with improved rotational orientation and a new ps insert compatible with the duracon ps femoral component. Catalog numbers of the implants from (B) (6).2000 were not available; however, the operative report indicated, it to be a medium duracon ps femoral component. The above catalog # of the baseplate was read off the implant upon removal. There was no number to read off the insert, just the lot. Hosp policy prohibits taking these components after explantation."